Event description:
Reporter noted three cases of particles in eye post-op. Unsure of particle sources, all future planned surgery is cancelled until an audit of all products is completed. Patient 1 of 3: obvious metal fragments in eye at end of third and final case; removed fragment. Next day, uner slit lamp, noticed three metal fragments embedded in iris. No patient discomfort, eye is quiet; will monitor patient.